Event description:
It was reported by the aci vascular closure specialist that a female pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the bifurcation using a 6f sheath (model unk). A pre-procedure femoral angiogram revealed no visible pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the pt experienced 10-15 minutes post procedure a hematoma in her inner thigh. The hematoma was described as approximately 10 cm in size. Allegedly, the hematoma subsided after 15 minutes of manual compression. The pt was ambulated and discharged to home the same day with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.